Event description:
It was reported that high impedance was observed. The pocket was opened and the two leads were found wound together in the pocket. Both sleeves were still attached to the muscle. The leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.